Event description:
The customer reported that the speaker was out of order and there was a technical inop "speaker malf". No pt harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.